Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, in the emergency internal medicine ward, at 13:18, a urinary foley catheter was inserted, and saline was instilled as per doctor's orders, and it was functioning normally. At 15:30, during a routine ward check, the nurse found that the catheter had come off and observed that the balloon was ruptured, with the tear extending from top to bottom across the entire balloon. When asked whether the patient had pulled on it, the patient denied doing so. The on-duty nurse was immediately notified to replace the catheter with a new one.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, in the emergency internal medicine ward, at 13:18, a urinary foley catheter was inserted, and saline was instilled as per doctor's orders, and it was functioning normally. At 15:30, during a routine ward check, the nurse found that the catheter had come off and observed that the balloon was ruptured, with the tear extending from top to bottom across the entire balloon. When asked whether the patient had pulled on it, the patient denied doing so. The on-duty nurse was immediately notified to replace the catheter with a new one.